Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported during a follow-up in clinic visit, the monitor reported warning of invalid serial number. No intervention was performed as the serial number was confirmed to be correct. Patient was stable.